Manufacturer narrative:
The complaint sample was returned to greatbatch medical for evaluation and the reported event was confirmed. The complaint sample showed obvious signs of wear during visual examination .the power attachment end was broken off with surface deformation observed near the fracture areas indicating the complaint sample had experienced a torsional overload. A manufacturing review was completed and no discrepancies were found. No further investigation is required. Updated device available for evaluation. Method code updated; results code updated; conclusion code updated.

Manufacturer narrative:
The return of the device is anticipated by (B)(4). Once the complaint sample is received the evaluation will be completed and a supplemental medwatch 3500a form will be submitted. Complaint information was provided by zimmer biomet.

Event description:
It was reported during an unknown procedure that the reamer handle broke at the power attachment end when the surgeon stated reaming. The procedure was completed successfully with another device. No adverse events or surgical delay was reported.